Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that one week after implant, the right atrial (ra) lead dislodged and high thresholds were observed. A revision was done to reposition the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.